Event description:
The customer states that calibration attempts for the aeroset sodium assay are failing for slope and span errors. The customer states that a number of discrepant pt results were generated but that no suspect result were reported from the lab. The customer gave one example of an initial pt result of 105 meq/l that repeated back into the lab's normal reference range. The customer will not be providing any pt info. There is no impact to pt management reported.